Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: unknown, information not provided. Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted into the patient's eye, the doctor noticed pieces of lens material on the iol casing. Further inspection revealed that the edge of the lens was crushed. The iol remains implanted. The patient is reportedly doing good. No further information was provided.